Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device declared a 1003 code indicative of voltage too low for remaining capacity. The device remains in service. Device also exhibited tones apparently due to the fault code. No adverse patient effects were reported.